Event description:
As reported, the hospital is getting air into the tubing of the 84" fluid delivery set. Air was injected into a patient, but there were no complications or patient injury. The used device will be returned for evaluation.

Manufacturer narrative:
It has been reported that the used device will be returned for evaluation, but it has not been received by the manufacturer. Therfore, a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.